Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). It was noted that the patient had very calcified and constricted arteries. During the procedure, while attempting to advance a cat6 through a 6f non-penumbra sheath, the cat6 became stuck after a few centimeters of its tip exited the tip of the sheath. Therefore, the physician attempted to remove it; however, it was difficult and the physician had to use a surgical clamp to pull the cat6 out. Upon removal, it was noticed that the last six to eight centimeters of the cat6 was squeezed together. The procedure was completed using a diagnostic catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Resutls: the cat6 was ovalized from approximately 121.0 cm from the hub to the distal tip of the device. The entire length of the ovalization was approximately 16.5 cm long. Conclusions: evaluation of the returned cat6 revealed an ovalized region on the distal length of the device. If the disposable peel away sheath included with the device is not properly utilized when introducing the cat6 into a parent device, it may become ovalized. If the damaged cat6 is attempted to be advanced further, resistance will likely be experienced. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.